Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43-67 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates and kool aid. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.